Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle (efaa) and opened after deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. During the second attempt to establish final arm angle (efaa) after removing the lock line, the clip opened 30 degrees. The clip was deployed, and after deployment the clip opened form 30 to 40 degrees but remained stable on the leaflets. Mr was reduced to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any other complaints reported from this lot. Based on the available information and without the device to analyze, causes for the reported clip failing to establish final arm angle and clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.